Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was difficult to fire the clip and the handle was sticking. It is unknown if the clips were formed properly. A second device was pulled and they had the same issue. A third device was used to complete the procedure. There was no patient impact.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip the analysis results for the instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. In addition, the device locked out as intended, however the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.